Event description:
Dealer states the power legs do not work. Dealer states they did not have this problem before the joystick was replaced.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.